Event description:
It was reported that the right ventricular (rv) lead exhibited a decrease in sensing and a loss of sensing. The lead was revised and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 407658 lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found and r-wave amplitude measurement issue. Electrocardiogram (ECG) show evidence of small r-waves 2mv; this is consistent with a physiologic cause, and does not indicate a lead malfunction. No anomalies found on save to disk.